Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that hexagon is damaged. Implant was removed. Procedure not completed with other implant. Affected bone type iii and dental position is 13.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) svh13, (impl scr-v ha 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation was performed, the implant had signs of use. Damage to the implant was identified. The implant appears to have been trephined. The implants collar was fractured, likely from the removal process. The implant drive feature was damaged. DHR review was completed for the subject lot number 63675718. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63675718 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.